Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient. The patient said the meter issue started two weeks prior, and as a result of the issue, she took less food/drink. In the afternoon of the same day, the patient claimed she felt shaky. She denied receiving treatment. The cca noted that the patient replaced the meter battery; however, the meter continued to power off during use. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter powers off during use. The patient claims that she felt shaky after the product issue started and shakiness is a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.